Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on (B)(6) 2022 using the kit swab and a nasal sample that was stored for less than one hour at room temperature. Confirmation testing was not performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Updated information: d4 (lot no), h4, h6 (impact code) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1087271 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1087271, test base part number 190-430 / lot: 1087271. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1087271 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue [add possible root cause as well].b3, b5 h3 other text : device discarded, single use.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1087271 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1087271, test base part number 190-430 / lot: 1087271. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1087271 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference and cross-contamination. Substances in the sample itself may have interfered with the reaction.b5, h10 h3 other text : device discarded, single use.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed with the kit swab on a nasal sample performed on (B)(6) 2022. The sample was reportedly stored for less than an hour at room temperature. Confirmation testing was performed twice via pcr (platform: cepheid genexpert) using a nasal sample and generated negative results both times. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Device discarded, single use.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on an unknown date. Confirmation testing was not performed. Although requested, no additional information including patient treatment and outcome, was provided at the time of this report.